Event description:
In 2009, the patient called for assistance with reviewing the basal rate that was programmed in his infusion device. He stated that his blood glucose has been "up and down." He was advised to contact his physician for medical advice. He stated that his blood glucose has been elevated from " day 1 until today" while using the infusion device. He stated that "around the beginning of the month" his blood glucose was elevated to 238 mg/dl and he bolused 3.5 units of insulin. His normal blood glucose level is 120 mg/dl. The patient was resistant to answer questions or to perform troubleshooting. A request for additional training was submitted. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.